Event description:
It was reported that, during implant procedure the patient with this right ventricular (rv) lead exhibited a perforation, leading into cardiac tamponade. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A1.

Event description:
It was reported that, during implant procedure the patient with this right ventricular (rv) lead exhibited a perforation, leading into cardiac tamponade. This rv lead remains in service. No additional adverse patient effects were reported.